Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's experienced a low blood glucose (bg) level, value was not provided and that the basal iq software did not suspend insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.